Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecific system error (se) occurred during use on the homechoice (hc). It was reported there was a power failure lasting one hour. When the hc came back on there was an unspecified system error. The caller stated the ultrafiltration (uf) equaled -1690ml and the hc was at press go to start. The technical service representative (tsr) advised the hp to drain using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.